Event description:
The reporter contacted lfs on (B)(6) 2010 alleging inaccurate high readings on the patient's one touch select meter and unspecified error message. The reporter mentioned that the inaccurate high readings and the unspecified error message began sometime 2 months ago. Since then the patient started to experience symptoms of feeling sweaty and having a dry throat. Due to the high readings, the patient has been increasing her oral medication. Approximately 2 months ago at an unspecified date and time, the patient tested on their lfs meter and obtained a 480 mg/dl and less than 30 minutes later tested on their prestige meter and obtained a 272 mg/dl. The patient was still exhibiting the symptoms of feeling sweaty and having dry mouth. The patient claims that since her readings have been high she has been taking more diabetes pills, which has caused her blood glucose to go low and she has been not feeling well. She ended up visiting her physician who provided her additional oral medication to take. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the elevated reading, the patient took more medications and ended up developing symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.